Event description:
It was reported that a malfunction alarm occurred with the customer's pump. There was no reported impact on the customer's blood glucose level, as no specific information was available. The customer had already attempted to reset the pump, which was confirmed to be within warranty. Technical support arranged for the pump to be replaced, provided instructions for its return, and confirmed the customer's shipping details. The type of backup insulin therapy the customer would use was not disclosed.